Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the suction pump had stopped and the display disappeared. The user had connection to battery power. After a few minutes, the pump went back up to normal. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.